Manufacturer narrative:
Sex/gender: unknown/ not provided. Lot#: unknown/not provided. Expiration date: unknown as product lot number was not provided. UDI #: a complete UDI # is unknown as product lot number was not provided. A partial was submitted. Device manufacture date: unknown, as the lot number of the device was not provided. (B)(6). (B)(4). The patient interface (pi) suction ring may lose suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor¿s technique in applying the suction ring to the cornea, doctor¿s technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient¿s cornea and the suction ring. A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It has been reported that during the laser procedure with fs adv fs laser system model j20007k on 1 patient (1 eye), the patient moved and the suction was lost. When this happened, the surgeon didn¿t lift the footswitch so the laser did not stop until the end of the procedure despite the suction loss. An incomplete and irregular flap resulted because of this intraoperative event. Flap lifting was not attempted. The issue was first identified after suction was lost and treatment completed. The patient status is unknown. Through follow-up we learned that the treatment was repeated 1 months later and that the patients vision was not impacted. No additional information was provided.